Event description:
It was reported that the wire broke up during insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength or structural stability. The values were in compliance with specifications and the international standards. The measurable dimensions of the broken guide wire were checked and found to be in compliance with the technical drawings and specifications. The cross section surface shows no irregularities which indicates material conformity to the specifications as well. No product fault could be detected.